Event description:
Same case as manufacturer report# 6000018-2005-00107. During a treatment procedure to place a greenfield vena cava filter, the filter would not deploy after being advanced to the target location. The undeployed filter was removed and replaced with another greenfield filter to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `fine.'